Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01141. The pt had two percutaneous leads (from the same lot) implanted on (B)(6) 2000 and one percutaneous lead later implanted on (B)(6) 2009 as part of her scs system. It was reported that the leads were eroding through the pt's skin. The physician decided to explant the leads on (B)(6) 2011. The explanted leads were discarded by hospital personnel and will not be returned to the MFR for analysis. F/u on the pt found that the pt received antibiotic therapy and was reported as doing well. No further issues have been reported from this pt.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was replaced and released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.